Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump made an abnormal grinding noise. The blood glucose reading was 400 mg/dl. The customer's son stated that the insulin pump quit working and was making the noise unstoppably. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.